Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 582 mg/dl. The customer required assistance from a health care provider (hcp), who administered a manual injection to treat the elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.